Manufacturer narrative:
According to the customer on (B)(6) 2024, "the nebulizer has not been pumping out enough mist and the cup still has liquid". The customer reported "she feels she is not getting enough of the medicine into her lungs". The customer said there was no medical intervention or follow-up needed. The customer reported that the sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024, "the nebulizer has not been pumping out enough mist and the cup still has liquid".